Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer experienced diabetic ketoacidosis and elevated blood glucose (bg) of over 600 (mg/dl) and was subsequently hospitalized. The customer was treated with an insulin drip and saline. Customer was released from the hospital on (B)(6) 2018 with the issue resolved and no permanent damage to the customer. The customer suspected that the pump was not delivering the accurate amount of insulin. Reportedly, the customer delivered a bolus of 10 units of insulin into a container and observed 4 units of insulin. Although requested by tandem technical support, the customer declined to perform a system check. Reportedly, the customer continued using the pump for insulin therapy.